Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a high-pressure alarm that occurred on (B)(6) 2024. A functional test was performed and the reported issue was not duplicated. The probable cause of the reported issue was due to the downstream occlusion sensor or cassette. As a result, the downstream sensor was replaced as preventive. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device exhibited a blockage alarm. Log analysis is required. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.